Event description:
In 2008, the patient reported receiving an e4 (occlusion) error on his infusion device. To troubleshoot the patient was instructed to disconnect from his infusion site and to perform a prime. He stated that he had attempted to do this before the report but he received an e10 (cartridge) error. The patient was instructed to remove the insulin cartridge and to perform the change cartridge procedure. The patient stated that he pressed and held the check button for 3 seconds and the piston rod extended instead of retracted. He then received an e10 error. The patient was instructed to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.